Event description:
It was reported that the y-junction of a one-link extension set was clogging, preventing flow. This occurred during patient infusion with hyperalimentation and intralipids using a non-baxter infusion pump. The reporter stated that the pump experience an occlusion alarm. The facility attempted to flush the tubing but was unable to clear the y-junction. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This represents report one of three.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no defects observed. Functional test was performed with no defects observed. The device met specification to all tests performed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.